Event description:
During an unspecified pta treatment procedure, sasuga ham pta balloon removal difficulties were encountered. After inflated, the physician felt friction when removing the balloon. The balloon could not be withdrawn into the lumen of the 4f sheath. The balloon and the sheath were removed togehter as a unit and replaced with a 5p sheath and another symmetry balloon. The procedure was successfully completed using these devices. No patient injuries or complications were reported. Patient status is reported as 'good'.